Manufacturer narrative:
(B)(4) - unspecified damage.

Event description:
It was reported that the pulse generator tripped premature elective replacement indicator ¿ eri on (B)(6) 2017. There was no change in pacing output; the patient only paces at 1%. It was also noted that the patient¿s chart had a note stating the device was programmed to aai mode on an unknown date due to right ventricular lead damage; no further information was available on the lead. The patient was asymptomatic. No intervention was performed at this time.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2018 and the chronic right ventricular lead was placed back in the new generator and the new generator was programmed to aai mode. The patient was in good condition prior and post procedure.